Event description:
Pt's pump had just alarmed per pt. She turned it off. Asked pt to turn it on. Pt received error 1870. Advised pt to immediately go home and replace pump. Per pt, she is very nearby her house. Sn (B)(4). Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: pah.